Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient had frequency all day yesterday and today. They changed from program #1 to #2 for a couple of hours and went to #3, and they wanted to know if there was anything else they could do. The healthcare provider (hcp) had shown them how to change programs and told the patient it was okay. The patient confirmed the implantable neurostimulator (ins) was on, they were on program #2 at 2.1v, they increased to 2.3v and noted when they turned stim up they could feel it, otherwise they did not feel anything. The patient also tried getting in touch with the manufacturer representative (rep) but the mailbox was full and they were not able to leave a message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.